Event description:
It was reported that the patient with this pacemaker experienced a heating sensation from the device. Boston scientific technical services (ts) to consider skin or tissue irritation and inflammation which is not related to the device rather a surface friction. Recommended to bring the patient to the clinic. As of this time, this device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.